Manufacturer narrative:
(B)(4). Attempts to obtain patient information have been unsuccessful. Additional information provided the device was stuck on either a prior stent in the lad or calcium in the left main, the exact location could not be determined. The physician did not attempt any additional intervention to retrieve the separated portion of the device. It is reported the physician felt it best to leave the portion in place to be removed during surgery. Attempts for information regarding the device serial number, procedural details of initial event, and details regarding surgery to remove the separated portion have been unsuccessful. Implant and explant dates: the implant or explant dates are not applicable to this device. Visual and microscopic inspection were performed on the returned device. The wire connector and torque device were not returned for investigation. Most of the core wire and distal coil were broken and missing from the wire device and not available for investigation. The core wire extended past the sensor housing and was approximately 26mm of the core wire is missing. The distal coil was stretched and extended past the sensor housing, the tip was tapered and slightly curved inward. The proximal coil was unraveled from the distal hypotube joint and a sharp edge was observed. The probable cause of the failure was mechanical strain, as evidenced by the tip of the distal coil being tapered and slightly curved inward. Per the instructions for use (IFU): precautions: the device should not be advanced if resistance is encountered. The device should never be forcibly pushed into a vessel. Any time that resistance is encountered, the device should be withdrawn under fluoroscopic guidance. In some instances, the device may kink and must be removed. When advancing the device into a stented vessel, in the event that the stent is not fully apposed against the vessel wall, the device may become entangled in one or more stent struts. This may result in entrapment of the device, shredding of the device and/or stent dislocation. When re-advancing the device into a stented vessel, do not allow the device to come in contact with any stent struts. Subsequent advancement of the device could cause entanglement between the device and the stent(s) resulting in entrapment of device, device shredding, and/or stent dislocation. Use caution when removing the device from a stented vessel to minimize patient risk. The manufacturing documentation for devices sold to the customer in the 3 months prior to the event were reviewed and the devices met all quality and manufacturing release criteria.

Event description:
This case was reviewed and investigated according to the manufacturer's policy. It was initially reported when the manufacturer's device was pulled out of the left anterior descending artery (lad), the device got hung up in the left main. The radiopaque marker was left in and was hanging out of the aorta with the remaining portion of the manufactures device trapped in the left main. This event is being reported because a portion of the manufacture's device separated within the patient; surgical intervention is required to remove the device.